Manufacturer narrative:
A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis (pd) patient stated during drain 4 of pd treatment he received several "m31 air detected in cassette" alarms. When he went to cancel treatment and removed the cassette from the cycler he reported a fluid leak. Follow-up was made with the pd patient's clinic registered nurse (rn), who confirmed there was no patient injury or adverse event. The pdrn stated the patient reported a fluid leak from the cassette area after receiving several cycler alarms during drain 4 and cancelling treatment. Per pdrn the fluid leak was noted when opening the cassette door and indicated it was unknown what may have attributed to the leak. Per pdrn the patient was reverted to continuous ambulatory peritoneal dialysis (capd) therapy to complete treatment. Per pdrn no prophylactic medication was provided to the patient and no adverse event occurred. The pdrn indicated the patient was able to continue to use continuous cycler-assisted peritoneal dialysis (ccpd) therapy. Per pdrn the sample was discarded and was no longer available to be returned for evaluation.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. Although there was evidence of dried fluid present within the cassette compartment, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. An accelerated stress test (ast) was performed and passed. There were no fluid leaks in the test cassette during the ast. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. Patient sensor calibration check was run and passed as well. An internal visual inspection identified evidence of dried fluid beneath the mushroom heads of pump a and b and within the recess of the bottom cover adjacent to the pump. The cause of the dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.